Manufacturer narrative:
(B)(4)

Event description:
Boston scientific received information that this right ventricular lead was found out to be dislodged. The lead was explanted and was replaced. No adverse patient effects reported. (B)(6)

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuts in the insulation. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. Blood penetrated the lead. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The functional test of the fixation mechanism did not show any deviation. The helix could be properly extended and retracted the analysis did not reveal any sign of a material or manufacturing problem.